Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to trauma that damaged the patella.

Manufacturer narrative:
This report is being amended to reflect changes. No devices or photos were received; therefore the condition of the patella component is unknown. The device history records for the patella were reviewed with no deviations or anomalies identified. This device is used for treatment. A product history search conducted for the patella identified no other complaints for this part/lot combination. It was reported that the patient fell and damaged the patella. The risk of implant fracture due to trauma is addressed in the package insert for the patella. The patient counseling information section of the package insert states that, ¿physical activity or trauma can result in loosening, wear, and/or fracture of the implant.¿ based on the information provided, it was determined that patient accident/injury is the root cause of the damage to the patella.